Event description:
It was reported that the patient had inadequate pain relief. The physician relocated one of the thoracic leads to address the neck and arm pain. The patient was doing well post operatively. The leads remain implanted and in service,

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7078230.